Manufacturer narrative:
The manufacturing location for this product is rr donnelley. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3. It was reported that while using three bd bbl¿ india ink reagent droppers, the customer noticed crystals are appearing in their slide readings. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this memo summarizes the findings on your recent complaint (B)(6) on product 261194 (dropper india ink), lot number b03g155m. It was reported that crystals are appearing in slide readings. A review of past complaints for this product over the past 12 months does not indicate a trend on this issue. Batch history records related to the claimed lot were examined with no issues reported. No product returns were available for analysis; 3 photos were provided. The three (3) photos confirm there are anomalies. Retain samples have been analyzed and no anomaly has been found. The retention samples were satisfactory. No complaint trend exists. Based on the images provided by the customer, the complaint is confirmed. As no complaint trends are present at this time, no further action will be taken. Bd will continue to monitor trending.

Event description:
Report 1 of 3 it was reported that while using three bd bbl¿ india ink reagent droppers, the customer noticed crystals are appearing in their slide readings. There was no health impact or consequence reported.